Manufacturer narrative:
Continuation of medical device: a7700-25 heart valve implanted: (B)(6) 1995.

Event description:
It was reported that an alert was triggered due to the right ventricular (rv) lead exhibiting high and undefined impedance, intermittent capture, high thresholds, oversensing, and noise. It was also reported the patient experienced shortness of breath and bradycardia. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.